Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was suspected to have dislodged as it exhibited intermitted capture and high pacing threshold measurements. Surgical intervention was performed and the rv lead was repositioned and remains implanted and in service. No additional adverse patient effects were reported.